Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Troubleshooting was performed, and the device failed the displacement test. Advised that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. The insulin pump passed prime, displacement and basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.